Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed one power on reset after a call service 128 alarm. The battery compartment was undamaged. A test battery cap fit securely to the pump. Evidence of moisture corrosion was found in the display screen inside the pump. A leak was found in the display lens. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find moisture on the continuous glucose monitoring module and to the power printed circuit board. The power complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation but not yet investigation. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.